Manufacturer narrative:
P-cap locked in place properly during testing. No frozen screen noted during testing. Unit passed the self test properly. All buttons were tested while navigating the menus and intermittent button response was noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarms were found on 11/26/2024 from 05:31:37.000 through 07:04:25.000. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. Moisture damage noted to keypad assembly, the keypad traces and electronic assembly. Unit was also received with cracked belt clip rails, serial number label missing, scratched case, cracked keypad overlay at select button and stained keypad overlay. In conclusion, the customer allegation was not confirmed. No frozen screen noted during testing. However, intermittent button response was noted due to moisture damage found on keypad assembly, the keypad traces and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.